Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, x-rays showed that 4 set screws were backed out of the construct. The patient was asymptomatic. A revision surgery was done to replace the set screws. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that no pre-existing defect was found on the returned implants which could be responsible of the event. As mentioned in the update section of the event description, the loosening of the setscrews may come from over tightening of the set screws after their break off leading to the splay of the bone screw tulip.